Event description:
The pump screen was broken, rendering the customer unable to interact. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.